Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.

Event description:
A report was received stating the flange of the listed tracheostomy tube was found broken on one side after an unk amount of time in use. No adverse effects to pt reported.